Event description:
The customer ran blood glucose tests on 2 contour meters one meter gave readings of 10 and 11mg/dl while the second meter gave readings of 114-139mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse events were alleged. Product was not replaced.